Event description:
Patient states that the insulin is dripping out excessively during priming of infusion set. Patient states she is able to observe a visible gap between pump piston and reservoir. Malfunction occurred with three sets from involved lot number. Malfunction was solved by changing infusion set. Malfunction occurred prior to use. Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4).

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Furthermore the sample failed the flow test of the tubing. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200933. No relevant deviations during manufacturing were recorded.